Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported sparking and exposed/frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable was frayed and wires were exposed. Unit was returned with software version i3.2021.0424-r8990 installed. Warning # 5 (time of day clock off) was displayed on unit¿s handheld assembly during a subsequent boot up (see attached photo 6). Warning # 5 (time of day clock) involves a time discrepancy recorded by the software. Based on this, the date and time on the handheld¿s system info screen were check and observed to be off by approximately 3 years 7 months 18 days and 13 hours 17 minutes respectively. Unit powered on successfully multiple times with the power supply ((B)(6)) connected directly to the main unit assembly. Unit powered on immediately when the dpdt switch ((B)(6)), commonly known as the power button, was pressed. Manipulation of unit¿s power supply connections at various areas while it was powered on produced no intermittent malfunctions or deficiencies. Unit went through multiple diagnostic tests without any power malfunctions. Unit failed both signal acquisition test steps accuracy/ noise home and distance home for multiple tests with a test i3 flex antenna element ((B)(6)) used in placed of the originally assembled in the enclosure assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.